Event description:
According to therapist and physician: the ventilator alarmed. The patients vital signs deteriorated. The patient was unable to exhale. The patient was then disconnected from the ventilator at the et-tube and a rush of air came out of the patient. The patient vital signs stabilized. After further review they thought the servoguard filter may have been the cause.